Event description:
It was reported that non-sustained rv over-sensing episodes caused by far p were noted on a remote transmission. There was some intermittent inhibition of rv pacing due to the far p over-sensing occurring before the intrinsic p-wave. No patient symptoms were reported, and the patient will be monitored.